Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier - (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study (cnv_2017_02), a patient of unknown age, sex, and medical history (subject 915-155) presented with an unknown stroke type on an unknown date. At the time of this review, no information other than the adverse event, has been entered into the clinical database, the crf. On (B)(6) 2023, the patient experienced the adverse event of ¿small volume superimposed hemorrhage in the right basal ganglia,¿ which became known to the site and sponsor on 04-dec-2023. The principal investigator (pi) assessed the event as not serious, mild in severity, and as possibly related to the study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. This event was not medically treated, and the outcome is recorded as ¿unknown,¿ with no end date listed. No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Per the additional information received on 24-jan-2024, the adverse event of ¿small volume superimposed hemorrhage in the right basal ganglia¿ occurred before the procedure. Therefore, the study device as a contributing factor to the event can be ruled out completely. Based on this information, this event no longer meets us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date. The lot number is not known; therefore, a device history record review cannot be completed.